Event description:
The MFR of this tape has changed from a cloth type waterproof tape to a plastic type waterproof tape. Plastic tape does not meet the requirements for foot taping as it does not conform to the shape of the foot. Foot tapings are done on a weekly basis for acute flare-ups of plantar fasciitis and heel spurs syndrome. This plastic tape losses its adhesiveness after 1-2 days. Pts have complained that this new tape is uncomfortable because it does not take the shape of their foot and it wrinkles causing sore spots. There have been several pts with regression in their progress due to this new tape. Plantar fasciitis and heel spur syndrome are the most commonly seen problems in the podiatry clinic and tape is used extensively in the treatment. Date mfg: 11/96.